Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a e209 (internal buffer is not connected) and b40 (video system center is damaged) was reported on the evis exera iii video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported a e209 (internal buffer is not connected) and b40 (video system center is damaged). Tac instructed the customer to reboot, and the issue persists turned off the release to the server memory and the buffer error persists. Tac instructed the customer the processor had to come in for service. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a e209 (internal buffer is not connected) and b40 (video system center is damaged) was due to a faulty circuit board and a worn-out video connector causing poor connection with pigtails. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.